Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. To date device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was connected to a drain. Air leakage occurred from the reservoir. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: product received for analysis. Visual inspection was performed to the reservoir. All components from the reservoir were present and they were reviewed; components were not damaged or broken. Plate was opened and closed ten times. Locking mechanism was working properly due to the plate was opened, the film of the reservoir was very expanded. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was verified sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, insuring there is no damage on the perimeter or the port seal. Port area was inspected to verify that ports were not occluded. First the caps from the y-body were removed while the plate was opened, and reservoir swelled with air, showing that entrance port was not occluded. Then air was removed from the bag, ports were closed and plate was closed. Plug from the exit port was remove and plate was opened while the reservoir filled with air, therefore the exit port was not occluded. Defect reported by customer could not be duplicated since leak was not found during sample evaluation. Failure mode reported wasn't replicated on sample received based on the present analysis, it is determined that the reported complaint is not duplicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.